Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in both breasts. Patient code ¿capsular contracture¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation with mentor smooth round moderate plus profile 350cc saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation was confirmed by a physical examination. In addition, the patient developed ptosis in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.